Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was discovered that the pacemaker failed to interrogate. The device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of inability to interrogate was confirmed. As received, the device had no telemetry communication and output was normal. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.